Manufacturer narrative:
Upon inspection and analysis of the returned device, the reported event of 'break/fracture' could not be confirmed. It was observed that the pin component was dislodged from the screw housing assembly, resulting in the disassembly of the screw. This event is not reportable as no death or serious deterioration in state of health of a patient, user, or other person has occurred or is likely to occur.

Event description:
It was reported that the head of a yukon polyaxial screw broke pre-operatively. There was no procedure associated with this event. No surgical delay nor adverse consequences resulted from this issue.

Event description:
It was reported that the head of a yukon polyaxial screw broke pre-operatively. There was no procedure associated with this event. No surgical delay nor adverse consequences resulted from this issue.